Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found. (B)(6). (B)(4).

Event description:
It was reported that the shaver blade came apart during the procedure. It was noted that the inside blade is completely out of the outer shell. Additional information was requested, but no additional information was received.